Manufacturer narrative:
The reported device has been returned to maquet, but has not yet been evaluated. A supplemental report will be provided once the results of the eval are available. A lot history record review was completed for the reported product lot number. There was no nonconformity recorded in the lot history. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the aortic punch on the heartstring iii failed to deploy. The surgeon attempted several times pushing on the button. He took it away from the aorta and the patient and pushed really hard and it deployed. A replacement device was used to complete the procedure. The hosp did not report any patient effects.